Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer representative reported difficult to lift corneal flap for lasik procedure. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no information has been received. A service request was opened, and the field service engineer (fse) visited the site to evaluate the system due to the reported event. During testing, the fse found the laser calibration needed to be adjusted. The fse performed system calibration to correct the system issue. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event can be attributed to system calibration. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no information has been received.